Event description:
Per dealer greg states user called stuck on the side of the road says display shows missing the following asm 12 from order (B)(4) . Spoke with tech. Tech suggested to replace mpj. Dealer could not provide any further information.